Manufacturer narrative:
Follow-up #1: date of submission 12/26/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: on examination, there was no visible damage on the keypad. Testing confirmed intermittent responses to button presses on the 'up', 'down' and 'contrast' buttons. Multiple button presses with increased force applied are required before the 'up', 'down' and 'contrast' buttons engage. The 'ok' button responds to user input. The keypad cover was removed to check the condition of the button contacts, which revealed contamination under the 'up', 'down' and 'contrast' contacts. There was no contamination found under the 'ok' contact.

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.